Event description:
"Procedure summary: the subject was enrolled into the (B)(6) study on (B)(6)2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject did not receive any loading doses. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment on a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: possible annulus rupture evident during valve deployment resulting in cardiac arrest (001): on (B)(6)2015, during the index procedure, post balloon valvuloplasty, the subject became hemodynamically unstable with significant hypotension requiring cardiopulmonary resuscitation. However, with deployment of 27 mm lotus valve, a rapid improvement in the subjects condition was noted. Per source, the cause of hypotension was limited to annulus rupture which was caused by a non bsc balloon. The annulus rupture was partially sealed by sealing skirt of lotus valve. The decision was taken not to surgically treat the iliac artery further on account of good flow in the artery and to treat it conservatively. Of note, site was queried to provide the details of the device which caused dissection of iliac artery. Site confirmed that the dissection was caused by the lotus introducer sheath with model number h749ntr200. Varc vascular event classification: major at the time of reporting, event was considered to be not recovered/ not resolved .no further information is available and the site has been queried for further details .potential relationship to study procedure per investigator: related. Pulseless electrical activity arrest (004):on (B)(6)2015, 2 days post index procedure, the subject was noted to be in bradycardia (50bpm). Cardiologist consultation was recommended. On (B)(6)2015, a further deterioration in the subjects condition was noted. The subject developed complete heart block with a systolic episode. Temporary pacing wire and central line were removed and the subject was transferred to ICU. In the ICU, cardiopulmonary resuscitation and atropine was given (600 + 600 mcu) however no improvement was noted. Permanent cardiac pacemaker was recommended. On (B)(6) 2015, 3 days post index procedure, bsc ingenio dual chamber permanent cardiac pacemaker was implanted. On (B)(6) 2015, the event was considered to be resolved. Potential relationship to study procedure per investigator: unknown death unknown cause pending further information (005):on (B)(6)2015, 4 days post index procedure, a sudden decompensation in the subjects condition was noted .tte was recommended. Tte report revealed large collection of material adjacent to lateral wall of the left ventricles and collection in the deep posterior wall on the plax views/subcoastal view with minimal fluid adjacent to right ventricle was noted. On (B)(6)2015, 4 days post index procedure, the subject was pronounced dead. Per edc, the cause of death is currently unknown. Per pi, the collections were most likely representing pleural + ascetic collection rather than pericardial effusion. No further information is available and the site has been queried for further details. Potential relationship to study procedure per investigator: unknown."

Manufacturer narrative:
This adverse event is part of clinical study (B)(6). Of note, site has confirmed that annulus rupture was caused due to non-bsc balloon. Varc vascular event classification: major. At the time of reporting, the outcome. (B)(6)pericardial bleeding (002) pericardial bleeding - cardiac tamponade (0021): on (B)(6) 2015, during the index procedure, post balloon valvuloplasty, an echo revealed pericardial effusion. An attempt was made to perform pericardial aspiration however proved to be unsuccessful. The existing wire placed at the left pulmonary introduced via right ventricle free wall prevented the aspiration to be performed. However, the deployment of the lotus valve resulted in hemodynamic stability. Per source the "cause of the pericardial effusion remains unclear" initially but on further examination it was concluded that the annulus rupture (ae#001) could have led to the pericardial bleeding. No hematological measurements were performed. On (B)(6) 2014, post index procedure, the subject had a second episode of "progressive hypotension", repeat echo revealed, an acute tamponade. A catheter was inserted and 900 ml fluid was drained from the chest. The subject was also transfused due to the event. However, the details are unavailable. Varc bleeding classification: life-threatening or disabling. At the time of reporting, event was considered to be not recovered/ not resolved. Potential relationship to study procedure per investigator: related iliac artery dissection (003): on (B)(6) 2015, post tavi procedure, the subject was noted to have extensive retrograde dissection in the external iliac artery. The dissection remained "despite balloon inflation with 7 mm non bsc balloon".